Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event and therapy date is estimated . The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 4. Reference MFR. Report: 1627487-2020-03332; 1627487-2020-03333; 1627487-2020-03334. It was reported patient experienced ineffective coverage of pain relief for years. Patient denied any falls or trauma to address the issue patient underwent surgical intervention wherein the full system was explanted .